Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise iii 0156r3007 (aortic dissection). Event(s) description1: small dissection in the right femoral artery. Artery ballooned and perclosed.

Manufacturer narrative:
The catalogue information and initial reporter information provided in the initial report were incorrect. These have now been corrected in this report. In addition, this follow-up MDR is to give an update on the investigation findings by (B)(4) in relation to this event as follows: a review of the manufacturing documentation for lot# 269041 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot 269041. This review concluded that three further complaints ((B)(4)) were opened specific to lot 269041 where a similar as reported event was reported however vessel dissection is an anticipated procedural complication and is due to a known physiological effect of the procedure as noted within the instructions for use. Vessel dissection is a common 'as reported' classification. All complaints mentioned above relate to product used in reprise clinical trials which assesses patients with calcific, severe aortic stenosis therefore there is no requirement for any further action in relation to this trend. A ship history review was completed and found that (B)(4) units from the lot# 269041 were shipped to (B)(4) on 24-mar -2015 from the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. Based on the complaint review and the event description for this complaint, the root cause classification assigned to this complaint is [?]anticipated procedural complication'. An anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Based on the above conclusion there is no need to escalate this complaint any further. Not returned to manufacturer.

Event description:
Initial complaint description received is as follows: '(B)(4) (aortic dissection): event(s) description 1:small dissection in the right femoral artery. Artery ballooned and perclosed.'